Event description:
An event involved an ndehp prim pbk set 3clave-sl, reporting that the IV tubing was found to be contaminated. There was no patient involvement and no harm.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.